Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient needed to be seen in the hospital because of a hyperglycemic event and covid. The patient experienced feeling sick, throwing up, and having diarrhea. When a fingerstick was taken at the hospital the blood glucose reading was 600 mg/dl. The patient was wearing a dexcom sensor during the event, but when the report was asked what the cgm reading was at the time of the fingerstick, they stated that ¿the sensor was not working at that time, and that was why the patient was brought to the hospital¿. The patient was treated with intravenous insulin. At the time of the report, which was the same day as the day of the event, the patient was still in the hospital and the reporter could not confirm if he had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that the sensor was not working. The sensor was inserted into the abdomen on (B)(6) 2024, on the day of the event, the reporter stated the patient needed to be seen in the hospital because of a hyperglycemic event and covid. The patient experienced feeling sick, throwing up, and having diarrhea. When a fingerstick was taken at the hospital the blood glucose reading was 600 mg/dl. The patient was wearing a dexcom sensor during the event, but when the report was asked what the cgm reading was at the time of the fingerstick, they stated that ¿the sensor was not working at that time, and that was why the patient was brought to the hospital¿. The patient was treated with intravenous insulin. At the time of the report, which was the same day as the day of the event, the patient was still in the hospital and the reporter could not confirm if he had recovered. The child stated that the patient was also in the hospital because of the covid. No product or data was provided for investigation. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).